Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate variable, elevated, but still in-range shock impedance measurements (80 - 120 ohms). Ts recommended performing provocative maneuvers and postural changes to assess the right ventricular lead integrity. However, during the data review, ts also noted a single inappropriate mode switch episode had been declared due to over-sensed noise. It was stated that the patient was undergoing an unrelated procedure at the time of this event, which likely contributed to the noise. At this time, the device remains implanted and in-service. No adverse patient effects were reported.